Event description:
Ta stapler was aligned on tissue, shut, and ready for release, when it was fired but would not fire. The realigned press handle and staples did fire. The device did not work as designed.